Event description:
It was reported that when using the bd pyxis¿ es server, it had a interface issue and stations are on critical override. The customer reported that issue occurred when dispensing medications to the patient and delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a performance issue. The technical service engineer informed the hospital information technology team to modify local settings to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.